Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture and detachment occurred. The calcified target lesion was located in the left superficial femoral artery. A f/g sterling otw 6.0 x 40/135 (4f) balloon catheter had been advanced over a v-18 control guide wire to treat the target lesion. The balloon was inflated and "after a few seconds" the balloon ruptured at approximately 8-9 atms. The balloon appeared to have ruptured "crosswise". While withdrawing the balloon through the 6f supersheath, the balloon detached in the patient's right femoral artery. The balloon fragment was able to be retrieved with a non-bsc snare. There were no patient complications reported with the patient's current condition listed as "stable".

Manufacturer narrative:
Device evaluated by manufacture: visual and microscopic examination of the returned device revealed the following separated components: a length of inner shaft consisting of both markerbands, large portion of the balloon and the proximal portion of the device including the hub, intact inner/outer shaft and proximal portion of balloon (up to proximal balloon cone). The detached length of inner shaft was measured with a calibrated steel rule and determined to be approximately 11 cm long. The separated portion of the inner shaft was separated on the distal end of the tack weld. The appearance of the inner shaft fracture surface is consistent with a fracture from tensile overload. Examination of the proximal end of the device presented a complete circumferential tear in the balloon wall located near the proximal end of the proximal markerband. The balloon material at the edges of the circumferential tear revealed a longitudinal tear approximately 2 centimeters long on the proximal fracture surface. The balloon appears to be detached/separated on the proximal end of the balloon near the cone. There is no indication of any material or manufacturing deficiencies that could have contributed to the circumferential tear or longitudinal tear. It was not possible to determine which of the tears formed first. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B) (4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture and detachment occurred. The calcified target lesion was located in the left superficial femoral artery. A f/g sterling otw 6.0 x 40/135 (4f) balloon catheter had been advanced over a v-18 control guide wire to treat the target lesion. The balloon ruptured at approximately 8-9 atms. The balloon appeared to have ruptured "crosswise". While withdrawing the balloon through the 6f supersheath, the balloon detached in the pt's right femoral artery. The balloon fragment was able to be retrieved with a non-bsc snare. There were no pt complications reported with the pt's current condition listed as "stable".